Event description:
On 10/10/96, co received an acetabular reamer shell, 54 mm, from hosp with a complaint that the product was etched incorrectly. On 10/16/96, co confirmed that the devices are etched as a 54 mm shell may be a 55 mm acetabular reamer shell.